Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial/batch number: (B)(4), model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate pain coverage. It was also noted that the patients leads have high impedances. The patient underwent a revision procedure wherein two leads were added. The patient was doing well postoperatively.